Manufacturer narrative:
The devices were received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) minicap transfer sets had twist clamps that ¿could not be closed¿ during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: three (3) actual samples were received and evaluated. A visual inspection with the naked eye was performed with no issues noted. Functional testing, including leak, clear passage, and clamp function testing were performed with no issues noted. Additionally, torque engagement testing and dimensional measurements were performed on the twist sleeve with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.